Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the doctor found the resistance when the swg inserted into ars during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Manufacturer narrative:
Qn#(B)(4). The customer returned one opened cvc kit including the guide wire within its advancer and two 18ga introducer needles for analysis. The arrow raulerson syringe (ars) was not returned. Signs of use in the form of biological material were observed. Visual analysis revealed the j-bend was slightly misshapen but intact. Microscopic examination confirmed a slight kink on the j-bend. Both welds were present and were observed to be full and spherical. Visual analysis could not be performed on the ars without it being returned. The kink in the guide wire was located 18 mm from the distal tip. The overall length of the guide wire measured 601 mm, which is within the specification limits of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.794 mm, which is within the specification limits of 0.788-0.826 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory ars and the returned 18ga introducer needles to functionally test the guide wire. The guide wire passed through both components with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and there was one potential finding. A non-conformance was initiated for lot 71c23l0698 to address the issue of ars leak in use /initial insert. Without the ars returned, it cannot be confirmed if the failure mode of this complaint is the same as/relevant to the non-conformance identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report of guide wire and ars resistance was not confirmed through complaint investigation of the returned sample. The ars was not returned. The returned guide wire met all relevant dimensional and functional requirements. Based on these circumstances, the probable cause of guide wire and ars resistance could not be determined based upon the information provided and without the ars being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the doctor found the resistance when the swg inserted into ars during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.